Event description:
A caller reported experiencing a cgm error. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the reset process. After completing the reset, the cgm error did not reoccur, and the caller successfully started their sensor session.